Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the arteriovenous fistula. A 8.0x80, 75cm charger¿ balloon catheter was advanced to the target lesion. The balloon was inflated but failed. It was then noted that there was a pinhole on the balloon. Then another 8.0x80, 75cm charger¿ balloon catheter was advanced to the lesion. The balloon again failed to inflate due to a kink noted on the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at over the distal markerband and it extended distally along the balloon for a total length of 12mm in length. A visual and microscopic examination of the distal markerband found no issue with the profile of the markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the arteriovenous fistula. A 8.0x80, 75cm charger balloon catheter was advanced to the target lesion. The balloon was inflated but failed. It was then noted that there was a pinhole on the balloon. Then another 8.0x80, 75cm charger balloon catheter was advanced to the lesion. The balloon again failed to inflate due to a kink noted on the catheter. No patient complications were reported and the patient's status was fine.